Event description:
New information received notes that no programming change was made. Lead revision was planned. The patient was stable but experienced light dizziness and shortness of breath.

Event description:
New information received notes that during the lead revision procedure, it was discovered that the patient had an superior vena cava (svc) stent that appeared to be the cause of the rv lead noise. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. During device interrogation, noise was observed on the right ventricular lead, which inhibited pacing. Programming change was discussed. There was no symptoms reported.